Event description:
I bought the relief band (company said 510k class 2 med device) for motion sickness. Used for the first time on a flight (B)(6). At lowest level felt like shocks through my hand (not stimulation) which increased when I closed my hand and made a fist. I was using it for a flight and removed it. On (B)(6) 2025 I put it on for a long ferry ride. When I put it past level three, my forth and fifth finger consistently involuntarily closed. My husband witnessed this occur multiple times before I removed the device. I cannot comment on the effectiveness as I had to remove it twice for who I would consider adverse effects. Https://reliefband.com.